Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) channel. Additionally, a signal artifact monitor (sam) episode was stored. No adverse patient effects were reported. At this time, this ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).